Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.

Event description:
It was reported that approximately 40 months post implant of a bifurcated device, an infrarenal and a suprarenal aortic extensions, the patient presented with pain and an us revealed an endoleak. The physician was not certain of the endoleak type. The patient was brought back to perform a secondary intervention, and an angiogram revealed the endoleak was coming from the crunch area of the bifurcated device, at the suture line. The physician relined the bifurcated main body using a second bifurcated device. Final angiogram showed good result, the endoleak resolved. The patient was reported to be in good condition.note: the aneurysm was not noticed to have grown.